Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient had a syncopal episode outside of his home. The patient was admitted due to weakness and anemia. CT scans were unremarkable. ICD interrogation was negative for vt. While being transferred volume overload required the administration of norepinephrine gtt. The patient presented intubated and a pro-bnp level of 17k pg/ml. The patient was started on dobutamine. During evaluation, the patient was found to be septic and was started on broad spectrum antibiotics. All blood cultures were negative. Chest x-ray revealed a new right middle lobe pneumonia. During hospitalization, the patient experienced respiratory failure, renal dysfunction, syncope, right heart failure, and infection. The symptoms were determined to be related to cardiogenic shock. The patient began inotropic therapy for 1 week. The patient expired on (B)(6) 2020. No further information was reported.

Event description:
It was reported that the patient was transferred to (B)(6) and his nt-pro b-type natriuretic peptide was 17k. The patient was then found to have acute kidney injury and volume overload. The patient was anuric and had a hemodialysis catheter placed. The patient was started on ultrafiltration and continuous renal replacement therapy for volume removal, and he was started on a dobutamine drip. Further, it was reported that the patient experienced a major infection starting on (B)(6) 2020. It was noted that this event was related to the device. On admission, the patient was evaluated for sepsis and started on broad spectrum antibiotics. The patient¿s symptoms were related to cardiogenic shock, and blood cultures were negative. No pulmonary specimen was cultured at this time. The patient then experienced right heart failure starting on (B)(6) 2020, which resolved with sequelae. The patient was unable to be weaned from the ventilator due to severe critical illness.

Manufacturer narrative:
Manufacturing analysis conclusion: a specific cause for the reported patient outcome and the associated events including infection, right heart failure, respiratory failure, renal dysfunction, syncope, and anemia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient experienced dizziness, syncope, respiratory failure, and renal dysfunction starting on (B)(6) 2020. It was noted that these events were not related to the device. The patient had a syncopal episode outside his home while on the way to the car. It was noted that the patient was to be evaluated at the lvad clinic for weakness and anemia. The patient was found unresponsive in the field by ems and required intubation. The patient was brought to an outside hospital emergency room. A head CT revealed no acute findings, and the ICD was negative for ventricular tachycardia. The patient was started on a norepinephrine drip at the outside hospital. The dizziness and syncope reportedly resolved on (B)(6) 2020. The patient was transferred to (B)(6) on (B)(6) 2020 for care. It was also reported that the patient experienced heart failure starting on (B)(6) 2020 which was not related to the device. It was later clarified that this event met the requirements of right heart failure. The patient was transferred to (B)(6) and his nt-pro b-type natriuretic peptide was 17k. The patient was then found to have acute kidney injury and volume overload. The patient was anuric and had a hemodialysis catheter placed. The patient was started on ultrafiltration and continuous renal replacement therapy for volume removal, and he was started on a dobutamine drip. Further, it was reported that the patient experienced a major infection starting on (B)(6) 2020. It was noted that this event was related to the device. On admission, the patient was evaluated for sepsis and started on broad spectrum antibiotics. The patient¿s symptoms were related to cardiogenic shock, and blood cultures were negative. On (B)(6) 2020, a chest x-ray revealed a new right middle lobe pneumonia. The patient was continued on tailored antibiotics, and no pulmonary specimen was cultured at this time. The patient then experienced right heart failure starting on (B)(6) 2020, which resolved with sequela. It was noted that the event was not related to the device, and the patient was on inotropic therapy for over 1 week. The patient was unable to be weaned from the ventilator due to severe critical illness and he experienced cardiogenic shock on (B)(6) 2020. The patient expired on the same day. It was later reported that (B)(6) was not explanted. There is no product available for investigation. The heartmate 3 lvas IFU, lists localized infection, right heart failure, respiratory failure, renal dysfunction, other neurological event (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions in reference to preventing infection. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Further, section 6 provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook, contains several sections which provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.